Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced bent cannula, which led to elevated blood glucose levels on (B)(6) 2026. The site of insertion was thigh. The infusion set was in use for one day. The patient's blood glucose was high, and was treated with correction injection via multiple daily injections (mdi). The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.